Event description:
Customer reported a syringe had two black/blue particles floating inside. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The sample was received at baxter (B)(4) for investigation. Visual evaluation of the sample confirmed a blue and a gray particle in the syringe. Batch review was performed and all specifications for release were met, and no non-conformances, failures, reworks, deviations, or changes to test methods, process, or procedures were noted that support the reported complaint. Retention samples for this lot were evaluated and no abnormalities were found. The sample was submitted for particle identification. The particles were identified as polyurethane. The investigation of the manufacturing equipment revealed that the grinding equipment used in the coseal process has an exterior, not product contact paint which contains polyurethane. CAPA (B)(4), was issued to investigate a correlation between the particles found in the syringe and the grinding equipment exterior paint. Baxter (B)(4) has advised of the following corrective actions: replacing the grinding machines with a type void of any exterior paint will eliminate any possibility of polyurethane particle generation from the grinding machines. The purchase, commissioning and qualification of the new grinding machines (without any exterior paint) will take approximately 4 months. In the meantime, existing grinding machines will be removed from manufacturing core until the exterior paint on the grinding machines is mitigated. A toxicity study and fca assessment will be conducted. Pr12017 will drive any additional root cause investigation and corrective / preventive actions. This complaint will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: in this case floating particles in liquid component have been visually identified inside the syringe and the product has not been used on patient. If such hazard would reoccur and the user didn't identify particles in the product prior to use on patient, a worst case scenario probably would lead to a localized and minor foreign body reaction. Only in exceptional cases this may end up in serious injury of patient. A follow-up report will be submitted upon completion of the investigation which includes the receipt and evaluation of the sample.